Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that the value of the heart rate of the patient is not correct compared to the frequency they hear in the ear. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer performed trouble shooting with the biomedical technician; however, they were unable to reproduce the issue. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.